Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the defect was noted in the clear tubing between the measuring collection chamber and clear collection bag. It was a small horizontal slit above the luer locking mechanism. Possibly located where clamp had previously been used across the tubing. The actions/interventions that were taken to resolve the issue was replacement of the collection chamber and transducer which was connected to the existing external ventricular drainage proximal catheter. The patient was discharged home on (B)(6) 2025.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported the device was placed in the operating room on (B)(6) 2025 with no issues; however, the patient was transported to the intensive care unit where a "defect was noted between the collection chamber and the clear collection bag."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.